Manufacturer narrative:
H3 and h6 codes - updated. H1 - type of reportable event: corrected. Three (3) photos were provided by the customer for investigation. The complaint of trach tube being dislodges can be confirmed. The probable cause is due to a tear observed on one of the eyelets, where or when this occurred is unknown. The deformation of the tear was uneven. No product was returned. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient¿s oxygen saturation monitor alarmed at 82%, and it was identified that the tracheostomy tube had become dislodged and the flange had split. A new airway was secured, and the emergency algorithm was followed to stabilize the patient. There was patient involvement and adverse harm reported. The event has been reported to the regulatory agency (nca reference number: (B)(4); mhra ref: (B)(4).